Event description:
It was reported that ventricular capture management will not run on the device, less than 24 hours after implant. The device is able to run a manual threshold test. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.